Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, ovarian cyst, abnormal uterine bleeding, adenoidectomy, tonsillectomy, fibrosis liver, hepatitis, hepatitis c, constipation chronic, cardiac arrest, atrial fibrillation, ovarian cyst, endometriosis and pelvic pain. The patient had a family history of heart disease, unspecified, hypertension and osteoporosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy right salpingectomy left ovarian cystectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in removal date: as per argus: (B)(6) 2019 as per mr: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.637 kg/sqm. [Pathology test] on (B)(6) 2020: the fallopian tubes are not identified as right or left. Sections reveal unremarkable cut surfaces. The proximal portion of the fallopian tubes reveals a coiled metallic wire consistent with essure device. On (B)(6) 2022: the specimen consists of a uterus with attached cervix without attached fallopian tubes or ovaries measuring 6.5 x 5.5 x 4 cm and weighing 90 gm. [X-ray] on (B)(6) 2022: lung bases are not included. No demonstrated free abdominal air. No gross organomegaly. No suspicious calcifications. The visualized liver, spleen and kidneys are grossly normal in size and morphology. There is moderate stool throughout the colon and over the rectum. There are also multiple small metallic surgical structures and presumed large hernia repair. No evidence of dilated small bowel. Impression: prominent stool throughout the colon and rectum, presumed constipation. No dilated small bowel or other suspicious findings. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.